Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer¿s blood glucose level was 96 mg/dl. The cartridge was changed to resolve the issue.